Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's atrial lead was over-sensing noise causing mode switch episodes. The patient was asymptomatic. The noise was reproducible with isometrics. Programming changes were made. The patient was stable throughout.